Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the jet tube and plastic distal end cover had a burn. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and it was unknown whether there was deviations from instruction for use (IFU) in reprocessing steps for the location where the foreign material remained. Furthermore, physical damage at the material residue point was not confirmed. Additionally, the burnt distal cover is due to a high-energy endo therapy accessory (laser, high frequency, etc.) Was used without ensuring a sufficient distance from distal end. However, we could not specify the cause of the suggested events. Event 1 can be detected/prevented by following the iifu sections: detection method is described in cf-h180ai operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-h180ai reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Event 2 can be detected/prevented by following the IFU sections: cf-h180ai operation manual chapter 3 preparation and inspection:3.2 inspection of the endoscope. Cf-h180ai operation manual chapter 4 operation:4.2 using endotherapy accessories. Olympus will continue to monitor field performance for this device.